Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a carto® 3 system and a map shift with no error occurred. The workstation would freeze when applying different filters, applying the grid, and taking manual points. In addition, the catheter was lagging. The tissue proximity indicator also appeared not to be working. When the ¿fot¿ filter was applied at 50% and changed from 5 to 7 grams and the physician applied 10 -12 grams, the red g symbol would stay on for seconds at a time even though the physician was meeting the force and stability requirements and a visitag would not appear. For the first half of the case, the oscillation ventilation system was in use. When the physician moved to the right side of the heart, he mapped with the pentaray and then he had to turn off the oscillation vent system because the micro body movements that come with the oscillation vent which can be mistaken for phrenic capture. Turning off the oscillation vent caused a map shift and could not be compensated for. The physician was forced to remap the right atrium. Confidense, cartosound, and visitag were in use on a t3500. The procedure was completed and troubleshooting could not be performed. There was no patient consequence. Additional information was received on the event. Fluoroscopy was available during this case to corroborate catheters position. There was no error for the map shift. The map shift was visibly seen when the catheter was outside of shell once oscillating ventilator went off. The physician did not perform a cardioversion and there was no patient movement before detecting the map shift. Therefore, this event is MDR reportable since there was no alert to the map shift this is a potential risk to patient. There were also two not MDR reportable errors displayed on the carto 3 system for magnetic sensor error of the soundstar eco and the smarttouch catheters. The catheters were replaced and the errors cleared.

Manufacturer narrative:
(B)(4). It was reported that workstation could freeze when they were applying different filters, applying the grid, and taking manual points. They also had catheter lagging. The issue is related to a software bug. The freezing issue is related to an internal corrective action for "carto 3 v4 performance problems". It was also reported that the tissue proximity indicator appeared not to be working. When the fot filter was applied at 50% to 5 to 7 grams and the physician applied 10 -12 grams, caller reported that the red g symbol would flash. The fot issue was caused by user error; the catheter was not positioned with enough stability. In addition, it was reported that the oscillation ventilation system that was in use caused micro movements. When it was turned off, a map shift occurred and could not be compensated for which is why this complaint was reported to the FDA. The field service engineer confirmed that the map shift issue was caused by non-bwi equipment .the physician was forced to remap the right atrium. This was also a user error issue. The device history record review was performed by the manufacturer and no anomalies were noted in manufacturing or servicing of this equipment.